Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor showing pump flow measurements of 0.0 lpm was confirmed; however, the issue was not reproduced during evaluation of the returned heartmate system monitor (serial number: (B)(6) ). Visual inspection of the submitted picture confirmed that the system monitor was showing pump flow measurements of 0.0 lpm. The returned system monitor was evaluated at european distribution center (edc) and functioned as intended. The unit was connected to a mock circulatory loop and no issues were observed. The main printed circuit board (pcb) was replaced and forwarded to product performance engineering (ppe). The unit was then functionally tested and passed all steps without any issues. The forwarded main pcb was connected to a test system monitor and the unit then operated as intended in a mock circulatory loop. The submitted log file contained approximately 19.5 days ((B)(6) 2000 and 11sep2021 ¿ 01oct2021 per the timestamp). During the events captured on timestamps (B)(6) 2000 (clock was not set) and (B)(6) 2021, the log file captured several alarms activating, including a pump stop and low speed advisory alarms, that were associated with the patient being implanted and the equipment being set up for regular operation; these events do not indicate any issues with the equipment. The log file did not indicate any issues with the system monitor. Aside from the events observed while the equipment was being set up, there were no other notable alarms observed and the pump maintained a speed above the low speed limit throughout the log file. It was reported that the system controller display showed typical flow readings during this event and that the issue was resolved after the system monitor was restarted. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate system monitor was shipped to the customer on (B)(6) 2015. Heartmate 3 instructions for use (IFU) explains the operation of the system monitor, including the information displayed on the various system monitor screens. Section 1, entitled ¿introduction¿, explains all pump parameters, including pump flow. Heartmate power module instructions for use (IFU) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected section d4 model number: corrected section d4 catalog number: corrected section d4 lot number: corrected section d4 primary UDI number: corrected section g4 PMA/510(k) #: corrected. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during monitoring of a heartmate 3 (hm 3) patient in the intensive care unit (ICU) there was an issue with the system monitor. On (B)(6) 2021 the system monitor showed 0.0 lpm flow on the screen, but no hazard alarms occurred on the system monitor, which lasted for approximately 15 minutes. The other pump parameters were displayed without issue throughout the event, indicating the screen was not frozen. The system controller showed regular flow readings during this event. The system monitor was restarted, which resolved the issue. The system monitor was replaced and returned for evaluation. It was noted that the motherboard needed to be replaced.